Manufacturer narrative:
The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient representative reported a patient was "diagnosed with alk-negative anaplastic large cell lymphoma." Additionally, "patient continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of recurrent bia-alcl." The device has been explanted. This record is for left side.